Event description:
It was reported that the patient's device had been off for years and that she passed away about 3 weeks ago, and she stated it appears that she was fishing, possible had a seizure and drowned. They found her in the lake. Programming history was reviewed which showed the last settings from 05/09/2017 to have been programed on to 1ma and 30 seconds on and 60 min off. The patient's battery status was low at this time and a battery life calculation shows that the patient's device may have depleted around this time. However, the physician's assessment on the relationship of the patient's death to vns is unknown at this time. No additional or relevant information has been received to date.